Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had pacing pacing impedance. The patient was asymptomatic. No changes were made and the patient left in stable condition.

Event description:
Correction to the event description needed to indicated that the right ventricular (rv) lead had high pacing impedance.